Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a case of unexpected outcome post aberrometer assisted cataract procedure of the right eye. Reporter indicated the patient had myopic lasik years ago and notes she does have some early posterior capsule opacification. The doctor wonders if the reduced best corrected vision is a negative interaction between her post myopic cornea and the implanted multifocal intraocular lens (iol). The doctor reported the aberrometer did indicate cylinder power, however, as the patient showed minimal refractive or corneal cylinder pre operative, due to the irregular astigmatism that can occur and confuse measurements in post lasik eyes, he decided to implant a non toric lens not recommended by the aberrometer.

Manufacturer narrative:
There is no evidence of system malfunction. However, the root cause is not able to be determined conclusively. (B)(4).